Manufacturer narrative:
Trackwise (B)(4). Updated section: g4, g7, h2, h6, h10, h11 . Corrected section- b5 summary. Analysis of production: (3331/213/67) a lot history record review was completed for lots 25157244, 25157700, and 25157898 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield). The harvester was using the hemopro 2 device (product number vh 4001) to harvest the saphenous vein. After the dissection process was completed, the harvester started to perform branch ligation. During this time, a small piece of plastic was noticed within the tunnel in the leg. This plastic piece was removed endoscopically and the case was finished with no other difficulties. A replacement device was used to complete the procedure. No adverse events occurred due to the defect. No injury occurred due to the defect. There were no additional incisions required due to the defect. There was not a surgical delay. The plastic piece was easily removed. The plastic piece appeared to come from the cannula and not from the jaws.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield). The harvester was using the hemopro 2 device (product number vh 4001) to harvest the saphenous vein. After the dissection process was completed, the harvester started to perform branch ligation. During this time, a small piece of plastic was noticed within the tunnel in the leg. This plastic piece was removed endoscopically and the case was finished with no other difficulties. A replacement device was used to complete the procedure. No adverse events occurred due to the defect. No injury occurred due to the defect.